Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot:31106r1070) and nt (lot: 30911r1008) mitraclip were implanted, reducing mr to grade 2. At follow-up echocardiogram on (B)(6) 2024, the nt clip was observed detached from the anterior leaflet (single leaflet device attachment (slda)). Mr was recurrent grade moderate with no symptoms experienced by the patient. No intervention is planned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention is planned. There is no indication of a product issue with respect to manufacture, design or labeling.